Event description:
During a vascular access for evlt, the tubing from the 4f x 10cm sheath broke off and migrated inside the patient. After the physician unsuccessfully tried to snare the tubing, the patient was sent to the emergency room at (B)(6) where the tubing was successfully snared from the patient's ventricle. There were no further complications from this event, but the patient was kept in the hospital for observation.

Manufacturer narrative:
As the introducer set is a purchased component for naviyst medical, the returned sample was forwarded to our supplier, intromed, along with a supplier corrective action request (scar). Upon the completion of the investigation, a supplemental medwatch will be submitted. (B)(4).